Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 400 mg/dl. The customer did not mention any symptoms of their blood glucose levels. The customer did not mention any form of treatment for their blood glucose levels. The customer stated they had only changed their infusion sets and have not tried all remedies. The customer was advised to try the remedies reviewed to prevent recurring alarms. The customer stated that they will consult their healthcare provider for other possible alternatives to resolving the issue. The customer did not return the product back for analysis.